Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: screening device. (B)(4).

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)), found no anomaly. (B)(4).

Event description:
It was reported that the lead would not torque during the procedure. As a result of the event, a different product was used. No diagnostic testing or troubleshooting was required. The cause of the issue was not determined. No patient symptoms reported. It was later reported that the lead was expected to be returned to the manufacturer for analysis.